Event description:
It was reported that surgery was performed due to the pulse generator reaching elective replacement indicator (eri) or end of life (eol). Removal of the ventricular lead from the device proved difficult. Pulling on the lead resulted in the connector pin separating from the lead which caused unipolar pacing. The dependant patient experienced asystole for 3-4 minutes and was syncopal. External pacing was enabled and the patient stabilized. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the ventricular setscrew inset was stripped and the septum was damaged.